Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the cardiac resynchronization therapy defibrillator (crt-d), the physician was unable to tighten the setscrews. A replacement crt-d was chosen, however in the replacement crt-d the physician was unable to insert multiple pin plugs into the left ventricular (lv) port. A second replacement device was chosen and implanted. No patient complications have been reported as a result of this event.